Event description:
On 02/12/2010, a patient (pt) sent an email reporting an adverse event while the pt was living in (B) (6). Pt reported a corneal abrasion, allegedly resulting from fragments in the os remaining from a torn lens. Pt stated that the abrasion progressed to a corneal ulcer. Pt also reported having, "a scar on my cornea that is over the pupil." Pt reported initially experiencing pain in the os after blinking. Pt stated that this occurred several months ago, on a friday. Pt stated that by monday, os was severely sensitive to light and painful. The same day, the pt reportedly presented to a clinic / hospital in (B) (6), was examined by an eye specialist and treated with antibiotics for "several weeks due to an infection that had burrowed its way into my cornea." The pt reported "will be returning to (B) (6) sometime after (B) (6) 2010 to received a corneal transplant" in the os. The pt reported utilizing the following wear schedule: wear av2 product extended wear for 2 days, on day three, the pt removes the lenses overnight, disinfects lenses overnight with renu solution, then reinserts and wears the same pair of lenses per same schedule for 3-4 weeks. Pt also reported routinely swimming (wearing goggles) while wearing contact lenses in ou. The product in question has been discarded and the lot number of the product in question is unknown. Several attempts were made by a (B) (6) speaking vistakon eye care professional to obtain additional information from the treating physician; however, the treating physician could not recall the pt or locate the pt's chart. The pt's eye care professional (ecp) in the u.s. Was contacted at the number provided by the pt. The ecp did not have any record of a contact lens prescription for the pt or any record of contact lens purchase. No additional information is available at this time. If add'l info is received, will report within 30 days of receipt. MDR reportable events are reviewed in quarterly management review meetings.

Manufacturer narrative:
Device labeling single use or reuse. Device discarded - unable to follow up.